Event description:
The customer called to report the probe on the provue was bent and leaking. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Erroneous results were not reported as a result of this incident. A definitive root cause was not indentified. Repairs and adjustment returned the analyzer to expected operation.